Event description:
Additional information received on 08jun2021: why was the gtrs used with femoral approach? Is it because the filter is turned in opposite direction than intended? No, it was not inverted. The hook was in the renal and the doctor thought he might be able to straighten it by grabbing the hook with the loop snare and pulling it down. He was not able to grab the hook and they left it where it was. Is the filter planned to be retrieved? The doctor said he planned to retrieve it unless the patient¿s cancer was so advanced as to be terminal.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the filter failed to open when released and hook ended up in renal vein. Tried to retrieve the filter from femoral approach, but were unsuccessful. Another retrieval attempt planned unless patient¿s cancer was so advanced as to be terminal. The indication for ivc filter placement was not recorded in the complaint report. Per the complaint report, multiple venograms were obtained prior to attempting to deploy the filter and were described as "normal" although they were not submitted for review. There is also no discussion as to why the filter was deployed from a left femoral approach. A single poor-quality x-ray submitted for review demonstrates the tulip filter released from the deployment system in a collapsed configuration. The primary filter feet appear unexpanded and clustered together. In addition, the angle of the ivc filter relative to the bony landmarks appears grossly abnormal measuring greater than 35° of tilt towards the right. This degree of tilt parallels the angle of the deployment system in the left iliac vein. Furthermore, the primary filter feet do not appear to project to the right of the spine suggesting they are still located within the iliac vein and not within the ivc. There are several potential causes for the failure to open including thrombus around the primary filter feet formed either in situ in the sheath or potentially pre-existing in the iliac vein. The primary filter feet being deployed in an area of compression by the crossing right iliac artery, as well as manufacturing defect in the ivc filter. Per the complaint report the filter feet were "prodded" with the sheath and the filter opened with the hook residing in the right renal vein. On the video submitted for review, it cannot be confirmed if the hook is within the right renal vein versus perforated through the wall of the ivc filter. The clinician was uncertain whether the filter jumped to the level of the renal veins while opening or if blood flow carried the unexpanded filter to this level. In addition, the operator attempted to capture the hook with a gtrs via femoral access, which does not appear to be a good idea given the described configuration of the filter. Using a femoral approach for the gtrs when the filter cone is still directed cranially, seems counter intuitive. The complaint report states, ¿doctor thought he might be able to straighten it by grabbing the hook with the loop snare and pulling it down¿. Instead, the filter should have been captured and retrieved in a standard fashion to avoid future issues with the filter. Per the complaint report the filter was left in this configuration with a significant rightward tilt and potentially the hook of the ivc filter extending into the right renal vein. The patient has cancer and the long-term prognosis is indeterminate at this point, but if the outcome is favorable for the patient's long-term prognosis, the deploying physician will attempt to retrieve the ivc filter as appropriate. There is no discussion as to why the ivc filter was deployed from a left femoral approach. According to the IFU the right femoral vein is usually preferred due to its straighter route to the vena cava. If the patient had a right-sided deep vein thrombosis, a jugular approach could have been used and this scenario would have been avoided entirely. Furthermore, there may have been issues with the actual deployment steps and if the filter was pushed out of the deployment system instead of the deployment system retracted, the hook may have perforated through the wall of the ivc and contributing to the issues present in this case. In addition, the location of the unexpanded primary filter feet is suggestive that the filter feet are still in the iliac vein and not the ivc. The jugular introducer, the femoral introducer, and the introducer sheath were returned. On the jugular introducer the grasping hook stuck due to hardened blood, but after soaked in water it worked as intended and no non-conformances were noted. On the femoral introducer a dent was noted in the distal tip. The release mechanism did not work due to hardened blood and stuck even after soaked in water. The handle was opened, but no non-conformances were noted and the piston did not become movable until cutting off the femoral cup. The most distal tip of the introducer sheath was damaged and hardened blood/contrast was noted inside. There are adequate controls in place to ensure that this type of device is manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Occupation: lead technician. PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: gained access and took several venograms which were normal. Tried to deploy the filter but when filter was released it failed to open up. While they were preparing jugular access to retrieve filter, the physician prodded the filter with the sheath and it opened up. The hook ended up in the right renal vein. They were unsure whether the filter jumped up to the level of the renals or whether the blood flow carried it up to the renals. They attempted to retrieve the hook by femoral access using the gtrs retrieval kit to pull it out of the renal vein but were unsuccessful. They finished procedure without further incident. No further intervention is planned at this time. The physician is going to consult with patient¿s oncologist regarding his long term prognosis with cancer to determine advisability of attempting filter retrieval at a later date. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.